Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty procedure at l4/l5 due to vertebral compression fractures. Intra-op, a 15mm inflatable bone tamp (ibt) ruptured on the left side of l5. As per the surgeon there must have been a bone shard or something hard within the left side of l5 that ruptured the ibt that was inserted. The procedure was sucessfully completed with the original product. No fragments of the ibt remained iniside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the inflatable bone tamp (ibt) had been cut the full circumference of the balloon perpendicular to the shaft of the ibt. This type of damage is consistent with the balloon being cut by bone in the disc space then being damaged while retracted through the tube. If information is provided in the future, a supplemental report will be issued.